Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a incisional hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: h11: this supplemental MDR is submitted to document additional information provided and to correct the date of event and date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex patch, patient had abdominal pain and hernia recurrence thereby underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d1, d6b (explant date), e3, g1, g6, h2, h3, h6, h10, h11 corrected fields: b3 (date of event), d.6a (implant date). This supplemental emdr is submitted to represent ventralex patch (device #1). An additional emdr is submitted to represent ventralex patch (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a incisional hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia and underwent open repair with implant of ventralex patch (device #1). Per operative notes, "dissected the hernia defect was dissected and a secure repair with ventralex patch was done¿. (B)(6) 2015 - patient had abdominal pain and was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventralex patch (device #2) and underwent old mesh removal (device #1). Per operative notes, " hernia sac was dissected, and a portion of the sac was contained a previously placed mesh (device #1) was dissected away. A medium ventralex patch (device #2) was placed and secured". Attorney alleges that the patient experienced hernia recurrence, pain and emotional injuries.